Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed distal stent damage. Distal strut row 1 was stretched in a distal direction. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at 63mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device after further balloon dilation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.